Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. (Type of investigation, medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they found autofill failure in the logs. However, no fault was found with the iabp. Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported that in the cardiosave intra aortic balloon pump, the balloon will not inflate, no patient injury/harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, e1(event site email), g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b5, b6, b7. A getinge field service engineer (fse) was dispatched at the site to evaluate the unit, fse analysed device logs. Autofill failure confirmed in the alarm logs. No fault found with iabp. Iabp passes all autofill tests in the service mode. Iabp exercised on a test catheter and patient simulator without issue.

Event description:
It was reported that during use, the cardiosave intra aortic balloon pump, was unable to inflate the balloon. However, no patient injury/harm reported.